Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that a very sick patient died while on the lap top ventilator 1200 and requested to check the event trace. There is no allegation that the ventilator had anything to do with the death since the patient was very ill.